Event description:
Pt undergoing surgical procedure. Metal connector of light source burned pt's right breast. Area of burn approx size of quarter and skin whitish in color. Too soon to tell depth of burn.